Manufacturer narrative:
The instrument was returned and evaluated. Engineering did not confirm the allegation of misaligned tips. The grips were not bent and teeth meshed properly in the closed position. Additional observations not reported by the customer was a damaged cable and main tube damage. Engineering found a derailed grip cable at the instrument's wrist. The grips can still fully open and close but movement and functionality may not be precise. The same derailed grip cable was also frayed. The idler pulley exhibited rim and face damage. There were also abrasions on the distal end of the main tube. No material loss was evidence. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable and main tube damage found during failure analysis if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si prostatectomy procedure, the user facility identified misaligned tips on the pk dissecting forceps instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.